Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the charge coupled device (ccd) unit was damaged. In addition, there was a leak due to damage in the instrument channel. Leaks were observed in the control section due to a crack in the resin, and in the scope cover due to a crack in the resin. There was a cut in the video cable. The image guide protector had discoloration. The instrument channel port and suction cylinder were shaved. The switch box and switch 1 had discoloration and wear. The universal cord was scratched and worn. The light guide tube was scratched, and the light guide lens was broken. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that during reprocessing, the image was ¿speckled¿. There was no patient or user injury reported. During inspection and testing, the endoscope image was blurred. This report is being submitted for the malfunction [blurred image] found by service during the device evaluation.